Manufacturer narrative:
Results: photos and samples available for review. Photos were examined and showed that the stopper was not seated correctly into shield. There were no visual molding defects. Seven customer samples were draw tested and were between 2.82 and 2.86 ml. There was one tube that was unable to draw. It is unknown if this tube was inspected for defects outside manufacturing facility prior to draw testing. The remaining tubes were within specification. During draw testing there was no issues with stopper pullout, creepout or popoff. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. The investigation of this complaint confirms the reported condition and being related to the manufacturing process. (B)(4).

Event description:
It was reported that the tops were popping off of 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube during use. No injury or medical intervention.